Event description:
It was reported that routine follow-up x-rays revealed a progressive loosening of the insert in relation to the baseplate. It was also noted on x-ray that the locking screw was loose. On re-operation the insert was found to be loose and the locking screw had been sheared off at the level of the baseplate.